Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint concerning lot number 9302904.

Event description:
According to the available information a stone extractor basket broke during an operation when the surgeon tried to remove it. The handle was kept but not the broken tip.